Event description:
It was reported that the ilet pump generated repeated alert 38 for consecutive stalled motor despite multiple restarts, and the user was instructed to transition to backup therapy and shut down the device pending replacement. Symptoms included no adverse clinical effects, with blood glucose reported at 120 mg/dl. Outcomes included continued glucose monitoring with the user¿s cgm and interruption of automated insulin delivery from the reported device. Investigation included remote troubleshooting and education, arrangement for device replacement, and requests for return of the original device for evaluation. Investigation of the returned device revealed a suspected motor stall malfunction related to the insulin delivery mechanism consistent with the reported alert. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of¿device¿malfunction was confirmed via failure investigation¿ this MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.